Event description:
This supplemental report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed fracture of the inner coil near is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during difficulty with positioning with multiple helix extension/retraction caused the inner conductor coil to break. This break likely contributed to the observations of impedance issues during attempting to position the lead.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. It was noted that the lead had to be repositioned four or five times. Where each time there was noted difficulty extending and retracting the helix. There were observations of noise on the egm and pacing system analyzer (psa), and also had high thresholds and high of range pacing impedances greater than 3000 ohms. The lead was not used, and a new lead was implanted successfully. The lead was returned for analysis. No adverse patient effects were reported.